Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit is shutting off. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Failure investigation (fi) lab received the power supply, 3rd generation for evaluation. Visual inspection of the returned 3rd generation power supply revealed no evidence of damage or contamination. Fi technician installed the power supply into the fi test ventilator and performed functional tests. No failures were identified. The root cause for the reported problem could not be determined due to no problem found.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site. The fse turned the unit on and the unit shut-off; therefore, the reported problem was duplicated. The fse indicated that it appears the unit will not run on ac power source and the backup battery was getting depleted. The fse replaced the power supply to which corrected the reported problem. The fse performed electrical safety test, extended self-test (est), and backup battery test; the unit passed successfully. Unit is ready for patient use. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Manufacturer narrative:
Through follow-ups, customer indicated that there was no patient involvement.

Event description:
The customer reported that the unit is shutting off. Through follow-ups, customer indicated that there was no patient involvement.